Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results of the final investigation. Correction to the b5 malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the root cause. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was obtained from the customer: the customer reported to olympus the light source had an air flow problem: air was injected instead of carbon dioxide. The intended procedure was a colonoscopy, which was completed without delay using the same device. No other devices were connected to the subject device when the failure occurred. There were no error messages. The patient had abdominal discomfort after the procedure. There was no additional treatment. The condition of the patient was not impacted by the failure.

Event description:
The customer reported to olympus, the lightsource had an air flow problem. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The non-reportable findings are as follows; the front panel was peeling, there was a bad scope socket, the non-olympus lamp life meter was reading over 500 hours, and the lamp life was expired. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.